Event description:
Device 2 of 2. Ref mrf report # 1627487-2013-19845.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Evaluation: results - a visual inspection of the returned ipg revealed slight discoloration in the header and around the septum seals would cause a leakage path to the septa and this could be perceived as discomfort. The returned ipg was tested on the auto-tester and failed the ucod step multiple times on channel 7, 8, and 16. X-ray analysis of the header confirmed the failing channel was due to broken feed through wires in the header. As stated in follow up description patient had two invalid impedances on contacts 7 and 8. This damage appears to be caused due to overstress conditions while the ipg was implanted in the patient. Conclusion: the complaints for discomfort and invalid impedance were confirmed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.